Event description:
It was reported that the patient's blood glucose level rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 49 and 71 hours. The patient reported there was a smell of insulin and upon removal from their arm, the cannula was found to be dislodged and bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.